Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon implanted the catheter and when attempting to flush, a hole/leak was noted in the distal catheter outside of the patient, unable to withdraw fluid or flush, they required the catheter to be removed and a new one was inserted. The device was not repaired. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. There was no reported patient injury.